Manufacturer narrative:
The software data logs were received by the MFR on (B)(4) 2013 for further eval.

Event description:
Upon receipt of the device, the subsidiary's MFR engineering center (mec) reported that when we checked for function test, the electronic pt gas system (epgs) failed. We turned on power switch and waited for approximately fifteen minutes. Then, we were going to calibrate epgs. However, we were not able to operate the switch on the panel. In addition, we turned the flow quantity knob by hand operation, and we confirmed gas, but gas could not flow. The central control monitor (ccm) showed a low oxygen gas pressure warning at that time. There was no pt involvement.